Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for unexpected restart even after battery change. Customer performed troubleshoot but insulin pump again alarmed for unexpected restart. Customer¿s blood glucose was unknown. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump passed the displacement, a-21 error test and self test. No unexpected restart alarm noted during test.